Event description:
The patient contacted lfs france alleging inaccurate low readings on their one touch verio iq meter. The patient compared their meter reading to another meter. The lfs meter read 35 mg/dl and the other meter read 100 mg/dl. Readings were done within 30 minutes from one another. The test strips were in good condition and not expired. A quality control test was done and the test strips did not fall within the range. The technique of applying blood on the test strip was correct. The product was replaced. At this time there is no evidence that the meter caused or contributed to an adverse event. The complaint is being reported since the test strips failed using the control solution and the meter to other meter comparison was greater than 30 mg/dl or 30%.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the test strip has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow up #1 (05/20/2013)-device evaluation: the meter involved with this complaint has been returned to lfs and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the alleged inaccurate reading was observed on the error log, but pa was unable to reproduce failure with control solution. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.